Event description:
It was reported that the user experienced hypoglycemia after a prior high glucose correction, with a lowest blood glucose of 63 mg/dl and device low alerts acknowledged; the event lasted about one hour and was self-treated with oral glucose, resulting in improvement to 73 mg/dl. Symptoms included no reported loss of consciousness, dizziness, or other acute effects. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included user troubleshooting and education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction and an event consistent with hypoglycemia of unclear cause following correction of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.